Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the pacing lead was implanted and explanted and replaced in another procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulties were encountered and the pacing lead was accidentally placed in the left ventricle instead of the right atrial (ra) septum. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.